Event description:
It was reported that temperature alarms 10 and 11 occurred. There was no reported adverse impact to the customer's blood glucose level. The pump was not exposed to extreme temperatures but a temperature alarm occurred while the pump was charging. The customer decided to continue using the current pump as a backup therapy. Technical support initiated a replacement process for the pump, confirming the warranty and shipping address. Instructions were given to the caller on how to put the pump into storage mode and return it using the pre-paid label within 10 days, which the caller understood and acknowledged.